Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 229 mcg/day via an implantable pump. It was reported the patient had a planned pump replacement surgery on (B)(6) 2020 due to approaching elective replacement indicator (eri). The catheter was checked for patency both prior to and after the new pump was attached to the catheter. Following surgery, the patient experienced typical baclofen withdrawal symptoms. The decision was made by the managing doctor and surgeon to bring him back to surgery to explore the catheter. There was no factors that may have led or contributed to the issue. Diagnostics testing was done in surgery including a full examination of the exposed portion of the catheter in the pump pocket. It was noted that included the existing pump connector segment as well as about 10cm of the spinal segment. It was noted there appeared to be a kink a few centimeters distal to the connector. The hcp then did a leak test and it revealed a small leak in the catheter at the kink site. The hcp then cut the catheter distal to that hole and attached a new pump segment. Surgical intervention occurred and the pump segment along with a few cm of the spinal segment were explanted and replaced. Once again, the catheter patency was checked and no other issues presented. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2020. The patient's medical history was asked, and will not be made available. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found a user related hole in the catheter body. All previously reported method, result, and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.